Event description:
Customer reports panorama central station displays orange screen and will not reboot to normal operation, which may have affected pt telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep replaced power supply and main and disclosure hard drives. Ran all diagnostic tests. Tested, calibrated and safety checked unit to factory specifications.